Event description:
A distributor located in ireland reported an issue with slow screen reaction time on a pump, where the touchscreen would not respond until the user's finger was lifted from the wake button. The customer performed a pump reset, which resolved the issue. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that the pump could continue to be used for insulin therapy, and the caller understood and acknowledged this information.